Event description:
It was reported that the patient underwent posterior lumbar fixation on level l5-s1 on (B)(6) 2013. There was no interbody implanted at that time. On (B)(6) 2013, the patient returned for a follow up and at that time, it was discovered that both of the screws at level s1 and the screw on the right side of l5 have broken. Information provided states that the patient was not compliant for follow up post operative doctor visits or for post operative restriction. A revision surgery is necessary but has not been scheduled at this time.

Manufacturer narrative:
This event involves three fractured screws. The part and lot number for these screws cannot be identified as they remain implanted; therefore, only one report is being filed at this time to include all three screws. Without part or lot identification manufacturing history review and part/ lot specific complaint history review are not possible. Review of complaint history for the slpxxxx family of s-lok pedicle screws did not identify a trend for reports of fracture. Engineering review of images provided confirms three broken screws but no conclusion can be drawn from this review. Based on the information provided, patient non-compliance may have been a contributing factor to the reported fractures.